Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This was due to the touchscreen being out of calibration. The probable cause was contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen needs realignment. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.